Event description:
It was reported that the patient's left hip was revised due to trunnion wear and head dissociation. Intra-operatively, it was discovered the trunnion dug through the liner and was articulating against the shell, causing additional wear. Metallosis was also noted. The stem, head, and liner were revised. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation device not returned.

Manufacturer narrative:
Reported event: an event regarding disassociation of the metal head from the accolade stem and wear (metallosis) involving a trident liner was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Visual inspection of the returned device indicated that it is severely damaged on the rim. Damage is consistent with articulation against the severely worn stem. Metallosis is the abnormal buildup and deposition of metallic debris into the periprosthetic soft tissues and adjacent bone from the weight-bearing surface of metal on metal joint replacements. The trident liner is not a metal device and hence cannot contribute to metallosis. A full investigation is completed on the accolade stem and metal head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to trunnion wear and head dissociation. Intra-operatively, it was discovered the trunnion dug through the liner and was articulating against the shell, causing additional wear. Metallosis was also noted. The stem, head, and liner were revised. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.